Event description:
This 47-year-old female had previous subcutaneous mastectomies with implantation of silicone gel implants in 1979 and replacement implants in 1991. The replacement was done at another facility, thus the MFR is unknown to the reporting facility. The pt complains of fibromyalgia-type symptoms and breast pain and wishes the implants removed. Gross: right implant ruptured; left intact.